Event description:
Procedure: sigmoidectomy. According to the rptr: after firing, the surgeon removed the device and found the tissue was no anastomosed and some unformed staples were sticking in the tissue. Another device from the different lot was opened and anastomosis was performed again. There was oozing of blood, tissue damage, and unanticipated tissue loss.

Manufacturer narrative:
(B)(4).